Event description:
The customer initially reported that the device runs until pressed against the skin and then stops. They report there was no pt injury. Additional info reveals that there was no problem with the graft. The remainder of the graft was taken with a different dermatome.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.